Event description:
Patient reported issues with the v-go 40 falling off. Patient reports the adhesive pad is detaching from her body within 1 to 4 hours of application and causing pain at the needle injection site as it's falling off. Patient prepares the site properly and moves v-go placement each time. Patient reports losing 8 or more v-go's in recent weeks.